Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One healing collar was returned for investigation. Visual evaluation of the as returned healing collar identified signs of wear around the threads due to usage.functional testing was performed using an in-house implant. The implant engaged and disengaged with the healing collar successfully. No pre-existing conditions were noted. The reported device was located on an unknown tooth location when the incident occurred. X-ray or picture images were not provided and no other information was provided. DHR review could not be performed since the lot reference numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (hc345) was performed for similar events and no complaint about nonconforming products was identified. Complaint history review could not be performed for the unknown lz implant as the lot/item number was unknown. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products.therefore, based on the available information and functional testing, healing collar malfunction did not occur.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number and UDI unknown / not provided.

Event description:
It was reported that the healing abutment did not fit into the implant.